Manufacturer narrative:
The customer complaint of a "system error, out of service, revert to manual CPR" message was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)) and in the archive data. The root cause of the issue was due to a faulty processor board. During visual inspection, the top cover of the platform was found cracked. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data revealed that a system error had occurred on the reported event date. Upon customer approval, the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a "system error, out of service, revert to manual CPR" message during patient use. The responding team reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved an unspecified time later. Per reporter, the patient is doing well.